Manufacturer narrative:
Patient ID and weight are not available for reporting. Product investigation was completed: the insert-handle for a2fn shows various damages caused during mechanical mishandling. There are uncountable marks of hammering located on the underside of the handle. The 45 degree bore for the protection sleeve 03.010.063 was deformed during not allowed hammering on the body of the insert-handle. The surface of the bore was visibly roughened by an unknown instrument possibly used to rework the reduced bore diameter. The bore diameter was checked at the most undamaged upside run-in area and found to meet the specifications. The specifications as per the valid technical drawing are given to be 12.00 -0/+0.036 mm, the measured diameter is 12.01 mm. The DHR review shows that the device met fully to our specifications at the time of manufacturing in april 2015 and there were no issues that would contribute to this complaint condition. The root cause is determined to be excessive use and mechanical overloading. All described nonconformities/damages are not related to the manufacturing process but caused during mechanical mishandling. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Lot of (B)(4) pieces was released based on step 0150 of the work order. No deviation nor any ncrs were marked in this document. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the distributor was giving instruction to the nurses preoperatively. When the distributor installed the protection sleeve to the insertion handle, he could put it in but couldn¿t take it out by hand. Eventually, he hammered the protection sleeve to remove it from the insertion handle. As a result, the tip of the protection sleeve was smashed and the screw didn¿t go through the sleeve during the surgery. As the surgeon tried inserting the screw several times, the thread of the screw possibly became worn out. For that reason, the surgeon re- drilled the hole and inserted the screw. The surgery was prolonged about 40 minutes. The surgeon broadened the protection sleeve by round nose pliers, re-inserted the nail a little shallower and then shifted the screw hole. No information about patient condition received. It was reported that the procedure was successfully completed and no fragments were generated. Concomitant reported part: 1x nail (part and lot number unknown). This report is 2 of 3 for (B)(4).